Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2014 with the following findings: the reported blank display screen was not duplicated during investigation. During evaluation, the display screen fully illuminated and was functioning appropriately upon startup of the pump. There was no indication of the reported malfunction during a review of the alarm history. Unrelated to the complaint, the text on the display screen was found to be dim, faded and discolored. The contrast was set at '7' and then increased to the maximum setting of '10' with little improvement. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas stating the display screen became blank. The pump reportedly did not emit an alarm. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.